Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that the pod had initiated an alarm while she was shopping. Her bgs at the time were high (greater than 250mg/dl). No additional information about the incident was provided. The pod will be returned for evaluation.